Manufacturer narrative:
Upon receipt, the lead was found cut into several fragments. A proximal and a distal lead fragment were received for analysis, however, a small part of the lead body of approx. 1 cm length was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment, the insulation was found rubbed through. This observation can be considered as the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. During further analysis, the svc shock coil was found deformed. This damage most likely resulted from tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. Vf episodes detected caused by noise on the lead. There is a slight variation in impedance and increase the pacing threshold. The lead was explanted but not returned for analysis.